Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The blood glucose reading was 100mg/dl. Troubleshooting was performed. Reviewed the settings and the programming on the insulin pump and they were correct. The mother stated that her son does not prime after the infusion set is changed. Ran a fixed prime test and the insulin exited. No further info was provided.